Event description:
The facility representative reported a flo-gard infusion pump with failure code f-28. This condition was found upon power up in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-28 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be corrosion in connector cn I/f and in the flat ribbon cable. The cn I/f connector was cleaned and the flat ribbon cable replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.